Event description:
A malfunction was reported on the pump, but no notable events occurred prior to this issue. There was no adverse impact on the customer's blood glucose level. Technical support provided instructions to reset the pump, which resolved the issue, and the customer was informed to call back if the malfunction recurred. The customer acknowledged and understood the instructions, and continued to use the pump without further problems.